Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, multiple episodes of non-sustained rv oversensing were observed. Upon interrogation, intermittent ventricular undersensing during atrial paced events was noted. Programming changes were suggested. The patient was stable.